Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.

Event description:
It was reported that the footswitch is not working properly for a case. The doctor used another device (esu) for the procedure with no pt consequence.